Event description:
Staff member's fingers were caught when chair was opened.

Manufacturer narrative:
We rec'd feedback from an account as they were complying with the field corrective action. During the update, it was reported that there had been a previous injury to a staff member. The incident occurred a year ago but was not reported to us until now. The staff member was attempting to open the shuttle chair and placed her fingers around the seat tube. When the chair fully opened, her fingers were caught, resulting in a bilateral hand injury. She fractured her left ring finger and injured some of her nail beds. She required a fingernail debridement. The employee did well and returned to work feedback from the account following the rework was very positive and they indicated they did not have concerns with the opening of the device. No further corrective action is indicated.